Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device returned to MFR: the device was returned for evaluation. Device analysis revealed that the lapjoint was found detached from the sheath assembly and leaks were observed from the detached lapjoint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on investigation completed on 23mar2016. It was reported that a saline leaked from guidewire port. During a plasma thromboplastin antecedent (pta), an opticross¿ imaging catheter was used in order to visualize a right superficial femoral artery. However, after crossing a guide wire, the catheter was being prepared to intravascular ultrasound (ivus) but saline leaked from the guidewire port during flushing. The procedure was completed with another opticross¿. No patient complications were reported and the patient's status is good. However, device analysis revealed the clear imaging window was missing.